Event description:
It was reported that the ventilator, when turning it on, makes a click and then turns off. There was no patient involvement at the time of the event reported.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device with no response from the reporter and cannot be determined. The customer was advised to replace the power supply. If additional information is later obtained, a supplemental report will be submitted.